Event description:
Boston scientific crm received information that this patient's latitude monitoring system detected a red alert (high shock impedance). The local representative and clinic nurse were notified about the alert. Subsequently, the local representative contacted technical services to discuss the alert further. In review of the daily measurements, a greater than 125 ohms was recorded for the last two days. The shock impedance measurements started at 80 ohms at implant and has steadily increased over time. The shock vector had been programmed in the triad configuration. When the shock vector was reprogrammed to right ventricular (rv) lead to device, the measured shock impedance was greater than 125 ohms. Additionally, an out-of-range (oor) shock impedance measurement was recorded when the device configuration was reprogrammed from "active" to "cold". Technical services discussed the possibility of a conductor fracture or device set screw issue. Technical services suggested that a commanded shock should be performed to test the integrity of the system. Sensing and rv pacing thresholds measurements have been normal and stable. The physician expressed concern that this could represent a header issue although technical services explained that the steady increase in shock impedance values was more indicative of a lead-related issue (lead crush or conductor fracture). Subsequently, boston scientific crm received information that this patient contacted (B)(4) to report that the latitude communicator was generating a blinking red light and displayed a reference code#3-80000000. The patient informed (B)(4) that the physician was aware of an issue with the lead and an invasive procedure has been scheduled. The patient did not wish to proceed with further latitude communicator troubleshooting.

Manufacturer narrative:
--

Manufacturer narrative:
The clinic was contacted and the call was transferred to technical services for further discussion about the latitude communicator blinking red light and reference code. The clinic was informed that the reference code translated to a high shock impedance condition. The local representative contacted technical services to discuss further lead testing protocols. Subsequently, boston scientific crm received information that this patient was presented to the electrophysiology (ep) laboratory for an invasive assessment of this patient's rv lead. Further diagnostic testing isolated the high impedance to the distal coil (most likely a fracture on the distal wire proximal to the yoke) since the rv rate sense testing was normal. The chronic rv lead was surgically capped and replaced. The physician elected to replace the device to rule out any possibility of a device failure. Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. The device was attached to a 80 ohm shock load and shock impedance measurements were normal. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The device performed normally throughout laboratory testing.

Event description:
--

Event description:
--